Event description:
It was reported that during servicing the patient interface had wireless connection issues. There was no patient involvement.

Manufacturer narrative:
H3: device analysis found that complaint was confirmed. Unit presented with software v1.7.5, main board failure and bad antenna cable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4). G3: mfg date: 14.04.2022. H6: the codes fdm b17, fdr c20, fdc d16 and img g02030 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable for nim patient interface, fdc d1102 is applicable for nim patient interface. Continuation of d10: section d information references the main component of the system. H3: device analysis found that complaint was confirmed. Unit presented with software v1.7.5, main board failure and bad antenna cable. H6: initially submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable, fdc d20 is applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.